Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down buttons are difficult to press and have become intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.